Manufacturer narrative:
The reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified epoxy was confirmed to be the substance found in the connector block threads, which caused the setscrew to be stuck in place and unable to be untightened by the wrenches. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads.

Event description:
It was reported that during procedure, the set screw on the patient's pacemaker (pm) was unable to be loosened. The pm was not used and replaced. The patient was stable throughout procedure.